Manufacturer narrative:
(B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause could not be determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the saw attachment device coupling had released, position ring was defective, safety pin does not exist. It was also noted that the verification for if the pin was secured had failed. It was noted in the service order that the device saw was off axis. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional information provided in investigation summary: serial number of this device is within the scope of a CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.